Manufacturer narrative:
The following additional information was received on (B)(6) 2011: the stent implanted in the left anterior descending artery was a 2.75 x 23mm cypher stent. Based on high definition x-ray measurements, the size of the stents in the right coronary artery was 3.0 x 18mm. The cause of death was noted to be an acute myocardial infarction due to very late stent thrombosis in the left anterior descending artery and right coronary artery associated with hypersensitivity reaction. The patient expired approximately two years and seven months post index procedure. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00464, 3003742446-2011-00465 and 3003742446-2011-00466. The complaint received via literature article states that the patient suffered mi, thrombosis and stent malapposition. Nazawa et al "coronary responses and differential mechanisms of late stent thrombosis attributed to first-generation sirolimus- and paclitaxel-eluting stents" j am coll cardiol. 2011 jan 25;57(4):390-8, report that a (B)(6) male patient was treated with a cypher stent in the left anterior descending and two cypher stents in the right coronary artery, after presenting with stable angina pectoris. At 31 months later, the patient presented with an acute myocardial infarction. The patient subsequently died and autopsy findings indicate a localized hypersensitivity reaction and stent malapposition secondary to excessive fibrin. The stent implanted in the left anterior descending artery was a 2.75 x 23mm cypher stent. Based on high definition x-ray measurements, the size of the stents in the right coronary artery was 3.0 x 18mm. The cause of death was noted to be an acute myocardial infarction due to very late stent thrombosis in the left anterior descending artery and right coronary artery associated with hypersensitivity reaction. The patient expired approximately two years and seven months post index procedure. There is no sterile lot number information available thus no DHR review could be performed. Thrombotic events, incomplete stent wall apposition and acute mi are known potential adverse events associated with cypher stent implantation procedures. These three potential events often occur simultaneously. The cypher IFU cautions that the period of antiplatelet administration must be prolonged or shortened appropriately depending on each patient's condition. Furthermore, follow-ups must be continued even after the administration is terminated to consider the restart of the antiplatelet administration depending on the necessity. It is not known if ivus confirmed complete apposition of the stents or if the stents were not completely apposed to the intimal surface of the arterial wall (incomplete stent apposition) during the index procedure. There is a theoretical concern that incomplete stent apposition in the middle of the stent can result in areas of "cul-de-sac" formation with blood-flow stagnation that can predispose the patient to stent thrombosis. Sirolimus has potent anti-inflammatory, immunosuppressive, and antiproliferative effects. These potent biologic effects raise theoretic concerns about potential side effects, such as incomplete healing, increased thrombogenicity, necrosis, apoptosis, and positive remodeling. Continued surveillance after des implantation is required to determine the long-term safety. Animal studies have shown delayed endothelialization to be more common in overlapping stent segments than in non-overlapping stent segments for both sirolimus-eluting stents and bare metal stents. One of the predictors of very late stent thrombosis is stent overlap. Stent overlapping may increase the likelihood of subsequent stent strut malapposition and risk of thrombosis. Acute mi is a potential adverse event associated with instent thrombosis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Based on the limited information provided, there are possible vessel, procedural and pharmacological factors that may have contributed to this event.

Event description:
Nazawa et al "coronary responses and differential mechanisms of late stent thrombosis attributed to first-generation sirolimus- and paclitaxel-eluting stents" j am coll cardiol. 2011 jan 25;57(4):390-8, report that a (B)(6) male patient was treated with a cypher stent in the left anterior descending and two cypher stents in the right coronary artery, after presenting with stable angina pectoris. (B)(6) later, the patient presented with an acute myocardial infarction. The patient subsequently died and autopsy findings indicate a localized hypersensitivity reaction and stent malposition secondary to excessive fibrin.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00465 and 3003742446-2011-00466. Additional information will be submitted upon 30 days of receipt.